Event description:
Asr revision reported via sales rep.right.reason(s) for revision : pain / elevated metal ions.

Manufacturer narrative:
Additional narrative:the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 2/1/2015 - medical records received. Dob provided. Upon revision, yellow tinted clear fluid, a large amount of scar tissue and no bony ingrowth on the acetabular cup were noted. The stem remained in situ. The stem is being added to the complaint for elevated metal ion levels. This complaint was updated on: 02/19/15